Event description:
Case description: this spontaneous report originated from united states as received from a consumer refers to a male pt of unk age. This report concerns 1 pt(s) and 1 device(s). On an unk date the pt started therapy with polyvinyl acetate (cushion grip) for unk indication. The pt used polyvinyl acetate (cushion grip) for unk indication. On an unk date the pt experienced "passed away" (death). The outcome of "passed away" was reported as fatal. The cause of death was reported as "cause of death unk". For polyvinyl acetate (cushion grip), the lot number is not available and the serial number is not available. For polyvinyl acetate(cushion grip), quality investigation status: there was no reported complaint for this device and its return is not expected. Additional information has been requested.